Event description:
It was reported no disposable pump won't run, no air. The pump was alarming no disposable pump won't run. The pump was powered off and the line was clamped. The cassette was removed and the green tab depressed. No air was noted. Reconnected the cassette and powered on. The pump continues to double beep. Removed cassette again and massaged tubing. Reconnected the cassette again. The pump was still alarming no disposable pump won't run. Powered off and line was clamped. The patient was not affected.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 24-apr-2019.